Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported device reset was confirmed in the laboratory. Output anomaly was confirmed in the laboratory. Arc marks were observed on the can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with the arcing between the hv conductor and ICD can. (B)(4).

Event description:
It was reported that during implant, defibrillation threshold testing was performed. The device detected it, charged, and delivered a therapy. The therapy did not convert the patient and external defib was used. Field indicated hearing a pop sound from the device and then the device entered backup vvi mode. The device was not implanted.